Manufacturer narrative:
A getinge field service engineer fse inspected the unit and confirmed autofill failure faults within the fault logs upon physical inspection the luer plug connected to the safety disk fill port was found to be damaged the fse replaced the component luer 1 16 tb following the repair the unit demonstrated proper pumping function with no alarms or operational issues all preventive maintenance pm procedures were completed at the customers request the unit passed all required tests and calibrations in accordance with the manufacturers specifications

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) had an autofill failure. There was no patient involved.